Event description:
The hospital reported that during a diagnostic colonoscopy the patient's bowel was perforated. The surgeon heard a popping sound and the colonoscope was very stiff during the procedure. The surgeon did not feel this malfunction contributed to the perforation. The patient was taken immediately to surgery and the hospital staff performed a quality check on the colonoscope and determined that the scope malfunctioned. The patient was reportedly doing well.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there was a large dent near the objective lens, which was attributed to physical damage. There was no restrictions in the instrument channel and suction channel. The insertion tube and the control knob movements were found to be within olympus' standard. In addition, the angle wires and coils pipes inside the control body were inspected and found to be within the olympus' standard. Olympus cannot conclusively determine what caused the user's experience. This report is being submitted as an MDR in an excess of caution.